Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received. Concomitant medical products - oxalip (50mg), unk MFR; covorin (10mg/ml), unk MFR; 5fu (1000mg), unk MFR; 5fu (1000mg), unk MFR.

Event description:
The event involved 4 primary plumsets that leaked at the filter during infusion. It was reported that oxalip (50mg), covorin (10mg/ml), 5fu (1000mg), 5fu (1000mg) were the solutions used for infusion. It was also reported that some of the sets leaked when normal saline was infused in the first half hour; some of the sets leaked when normal saline injection had finished and the chemo drug infusion was started. There were no obvious defects noted on the tubing set, no hole, cut, tears or any other defects noted. Therapy was resumed after replacing the device. There was no spillage and no drug exposure to patient or staff. There was no adverse event reported. This report captures 3 of 4 devices.

Manufacturer narrative:
Initially it was reported that the device would be returned. The device was not returned for evaluation the reported complaint cannot be confirmed without the returned sample. A manufacturing record review was completed for lot 896215h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.